Event description:
During product evaluation, failure code 570:320:844:0000 was found in the pumps' event history. There was no pt injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: failure code 570:320:844:0000 was confirmed. Inspection of the device found that this failure code was caused by depleted batteries, therefore the pump's batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was opened in 2005.